Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: lumbar spondylosis with foraminal stenosis and instability, l2-l3 and l3-l4 (adjacent segment failure). For which, patient underwent following procedures: xlif l2-l3 and l3-l4; internal fixation, l2-l3 and l3-l4; interbody fusion l2-l3 and l3-l4; bone bank bone graft. Per op notes, exposure was performed first at l3-l4. The 10 mm lordotic cage (18 mm wide, 50 mm from side-to-side, nuvasive) was filled with 1/3 of bmp sponge surrounding a double stack of a formagraft (nuvasive; tcp/ha) filling up the cage. All excess fluid was stabbed with a sponge. The cage was easily impacted under fluoroscopic guidance until the mid aspect of the cage aligned with the spinous processes on the ap fluoroscopy. At the l2-l3 level, a 10 mm cage with parallel end plates was utilized and once again filled with a 113 of bmp sponge surrounding the formagraft (nuvasive). A 10 mm high x 18 mm wide x 45 mm side-to-side cage was impacted into place with excellent fit once again, coming just to the midline of the cage with good fluoroscopic alignment of the spinous process as before. Patient tolerated the procedure well without any intraoperative complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.